Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6 )2016 for a high blood glucose of 520 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer experienced nausea and vomiting. The customer had been treating via insulin pump therapy. Troubleshooting was initiated. The high pressure test passed. There were no insulin pump anomalies. The infusion set cannula was bent. The insulin pump was not returned for analysis.